Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to operator error. The device used for the treatment though it was unknown whether the device related to the reported event or met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that one of the boxes had about 8 hydrosil intermittent catheters that were not straight and they were bent. The patient used one of the catheter and it caused the pain. The patient did with the other ones that were bent. Per follow up with the ibc via email on 01feb2021 there was no photo sample available. The patient could not use and therefore no pain control needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one of the boxes sent had about 8 hydrosil intermittent catheter in it that were not straight and they were bent. Patient used one of the catheter and it had caused pain. Patient did bin the other ones that were bent. Per follow up with the ibc via email on 01feb2021, no photo sample available. The patient could not use and therefore no pain control needed.